Event description:
It was reported that this patient recently had back surgery and is wearing a back brace with stiff pads that are rubbing on their insertable cardiac monitor (icm) device. The patient indicated the icm is close to the surface of the skin and the brace is causing irritation all the time. The patient is worried this may cause health problems. Boston scientific technical services (ts) referred the patient to their following physician. The device remains in-service. No additional adverse patient effects were reported. Additional information was received that the patient subsequently contacted ts again indicating their back brace is causing their icm device to protrude out of the pocket and causing considerable discomfort. The patient noted they will have to wear the back brace for two more months and asked ts if they should have the icm device explanted. Ts referred the patient to their following physician for further discussion. A boston scientific field representative subsequently indicated the device clinic forwarded information to the device implanting physician. No additional information was provided. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted with a change to the impact codes table in report section h6.

Event description:
It was reported that this patient recently had back surgery and is wearing a back brace with stiff pads that are rubbing on their insertable cardiac monitor (icm) device. The patient indicated the icm is close to the surface of the skin and the brace is causing irritation all the time. The patient is worried this may cause health problems. Boston scientific technical services (ts) referred the patient to their following physician. The device remains in-service. No additional adverse patient effects were reported. Additional information was received that the patient subsequently contacted ts again indicating their back brace is causing their icm device to protrude out of the pocket and causing considerable discomfort. The patient noted they will have to wear the back brace for two more months and asked ts if they should have the icm device explanted. Ts referred the patient to their following physician for further discussion. A boston scientific field representative subsequently indicated the device clinic forwarded information to the device implanting physician. No additional information was provided. The device remains in-service. No additional adverse patient effects were reported.